Manufacturer narrative:
Mfg records and quality documents will be reviewed and a follow-up report will be issued.

Event description:
The pt underwent a total hip replacement on (B)(6) 2009. At the 2-week follow-up visit the pt had a large hematoma in the buttocks. There was no treatment of the hematoma. There is no expected medical intervention. The surgeon classified the hematoma as definitely not device related.